Event description:
It was reported that the right ventricular (rv) lead dislodged into the atrium. The lead sensed atrial fibrillation (af) and delivered shocks. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d204trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014; product ID: 5076-45, lead implanted: (B)(6) 2007.